Manufacturer narrative:
Common device name: additional: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery. Procode: additional product codes: lje, gbo. Customer (person): postal code: (B)(6); phone: (B)(6). Occupation: distributors sales rep- international. PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that foreign matter was found in the packaging of an ultrathane mac-loc locking loop biliary drainage catheter. A photo provided by the customer shows an unknown fiber in the sealed package. No patient contact was made. As reported there was no patient involvement or adverse effects reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. On (B)(6) 2022, cook medical received a complaint from a representative at (B)(6) facility during the visual inspection of the received order, an unidentified fiber found to be present within the sealed package containing the ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh, lot number: 14767742). Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, as well as a visual inspection of a photo provided by the customer, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a photo of the complaint device was provided by the customer and confirmed the presence of an unidentified fiber inside of the sealed packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for lot 14767742 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi_rev 5 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU and DHR, and provided images suggests that the sealed device was manufactured out of specification. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that it is unlikely that nonconforming product exists in house or in the field. Based on the information provided, examination of product photos, and the results of our investigation, it was concluded that the cause of the failure was manufacturing related. An unknown single strand was visible within the sealed packaging. Although there are 100% inspections in place to detect foreign matter, it is still possible for this failure to not be caught. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.